Manufacturer narrative:
The reported event of premature release was confirmed. As received, a complete catheter was returned with multiple bends on the guide catheter. A visual inspection revealed the tether control knob was in aligned position, but the tether bullets were misaligned. An x-ray examination revealed the released tether wire slipped inside the release tether screw as received. Dimensional analysis of the aligned offset was performed and revealed to be out of specification. The cause of the reported event was isolated to the released tether wire being slipped from the released tether screw.

Event description:
It was reported that the device prematurely released from the delivery catheter after fixation during the implant procedure. No intervention was required to resolve the event as the device was adequately fixated prior to the event. The patient was in stable condition.